Event description:
The customer reported that following a diagnostic catheterization procedure in 2003, a vasoseal es was deployed without difficulty. Approximately 30 minutes post procedure, the pt complained of pain in the right leg and had diminished distal pulses. The pt underwent a thrombectomy later that day. It was noted in the operative report that the vasoseal collagen plug was not found in the artery. No further complications or info was reported.